Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the facility that the tibial articular surface provisional broke while being removed. There was no patient impact. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned device exhibits signs of repeated use. The dovetail feature is compressed & is fractured on the medial side of post. The reported event is confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. A previous investigation into this issue determined that the likely root cause for the fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.